Event description:
It was reported to philips that the system was not starting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was not starting up. Upon troubleshooting, the root cause was identified as a software defect in the x-ray system. To resolve the issue, the fse reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.